Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb), graphical user interface to breath delivery (bd) cable, and data cable. The unit passed extended self-testing.